Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of loose motion and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced loose motion. On (B)(6) 2011, the patient experienced peritonitis, and was hospitalized on the same date. The cause of the peritonitis was the loose motion. The patient was treated with vancomycin (1g, 1st dose and then once every 7 days, ip) and amikacin (500mg, in one bag, daily, ip). The peritonitis was resolving, but the patient remained hospitalized. It was not reported if the event of loose motion resolved. Dianeal therapy was ongoing, as was remedial therapy with vancomycin and amikacin. Concomitant medications were not reported. The nurse believed that the peritonitis was not related to the dianeal solution. A causality assessment was not provided for loose motion.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.